Event description:
When the operator tried to return the arm of the mobilett to the home position (x-ray tube in parking position) after radiography, operator couldn't latch the arm to the hook. (It seemed to be mechanically blocked). The operator noticed that something was wrong, but operator tried to solve the problem by repeatedly moving the arm system back and forth with force. When doing this, the arm with the x-ray tube fell down and glanced the operator's shoulder.